Event description:
It was reported that while using bd facslyric¿ 3l10c instrument erroneous results are reported with patient samples has occurred. No patient impact occurred. The following information was provided by the initial reporter: instrument displays wrong results on the pdf's depending on when you open the files. Wrong results was diplayed when looking at the report. After reopening the report it was correct.

Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of the issue is limited to part 659180 facslyric 3l10c instrument and: instrument: r659180000325, software version: v1.5. Problem statement: the customer reported complaint on (B)(6) 2023 that an erroneous result was reported to the clinicians. The customer (su/(B)(6)) observed that when acquisition of large amount of data and/or when use of very big templates, and during re-gating is in progress it was possible for them to approve while the software has not finished calculations causing wrong values to be reported in pdf reports to clinicians. Investigation summary: complaint history review: there is 1 complaint related to the reported complaints from (B)(6) 2022 to date (B)(6) 2023 related complaint number(s): (B)(4). Reference azure or edms defect#: azure defect bug (B)(4) erroneous result from facsuite v1.5 software reported to the clinicians) was initiated to address the reported issue on the software. Returned sample analysis: the complaint sample was not requested to be returned because required information was provided. The provided information was evaluated, and the result was that the issue is confirmed. Based on the evaluation it is confirmed that the issue was related to the above bug. Risk review: risk management file part # 10000063058ra, risk analysis facslyric ivd, rev. 8 was reviewed. Hazard(s) identified? No. If no (to above), what actions will be taken? - update risk document through ecr # (B)(4) has been initiated to add the defect related to this issue. Potential cause: based on the investigation results, the potential cause was determined to be user clicking approve button while recalculation is still in progress on re-gating when acquisition of large amount of data. While the system is in the process of calculating results, there will be a wait cursor. User should wait until the cursor disappears and then click on approve buttons to avoid the issue observed. The issue was also not observed when the customer upgraded their system from z240 to z2 mini g5. Detailed root cause has been added to the azure defect (B)(4). Investigation result / analysis: the investigation was performed and based on the review of complaint trend, the potential cause of the issue of wrong values were reported in the pdf file when acquisition of large amount of data and/or when use of very big templates was due to user clicking approve button while recalculation is still in progress on re-gating when acquisition of large amount of data. While the system is in the process of calculating results, there will be a wait cursor. User should wait until the cursor disappears and then click on approve buttons to avoid the issue observed. The erroneous result was not obvious at first but when the user doublechecked it, it was obvious. There was patient sample involved and erroneous result reported to the clinician. Though erroneous result was reported, patient was not treated based on the erroneous result. The problem was discovered before treatment was issued. The provided data was evaluated and it was determined that the issue was confirmed. Azure defect (B)(4) was initiated. User should wait until the cursor disappears and then click on approve buttons to avoid the issue observed. Conclusion: based on the investigation results, complaint was confirmed. Defect bug has been created for the issue. It will be prioritized and fixed in the later facsuite release 1.6.

Event description:
It was reported that while using bd facslyric¿ 3l10c instrument erroneous results are reported with patient samples has occurred. No patient impact occurred. The following information was provided by the initial reporter: instrument displays wrong results on the pdf's depending on when you open the files. Wrong results was diplayed when looking at the report. After reopening the report it was correct

Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.